Event description:
It was noted that the patient had his implantable neurostimulator (ins) removed last year before thanksgiving because the patient was having breakouts. He had breakouts in his buttocks in between his cheeks and that was the reason for the ins being removed. The patient had the stimulator in for about 7 years and had similar breakouts as the initial reporter had. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).